Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi mg/dl, 590 mg/dl, 227 mg/dl, and 137 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.